Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed dashes (---) for most parameters and a high current drain of 63ua.